Manufacturer narrative:
During investigation, the exposed portion of the soft cannula was observed to be kinked. A leak test was performed, and fluid was observed leaking from the fluid path from a tear in the exposed portion of the soft cannula. It could not be conclusively determined when or how this damage occurred. The download data shows no alarms, timeouts, or drive stalls that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 460 mg/dl, while wearing the pod on the abdomen between 24 and 36 hours. A new pod was applied to treat the hyperglycemia.